Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system cubie did not open when tried to issue a medication. A technical support specialist confirmed that the pharmacy sent a new cubie out if the facility did not go without access to medications, they forcefully opened cubie, but it needed to be informed to the pharmacy before doing so and would have to tape it closed after. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Cubie did not open. It was reported by the customer that the bd pyxis¿ medbank tower cubie did not open when tried to issue a medication. The customer tried to reboot but the issue persisted. The customer also tried using the retry and tapping the lid, but the lid did not open. The customer stated that they needed the medication and advised that they could manually open the cubie by breaking the black tab. There were no adverse events or injuries reported based on this incident.